Manufacturer narrative:
This patient information is unknown. This report is for eight (8) unknown 4.0mm matrixneuro screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for 4.0mm matrixneuro screws is not provided. (B)(4): the complaint indicated eight unknown screws broke intra-op requiring the surgeon to use a 5mm screw instead of the intended 4m screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent craniotomy and when closing the case, (8) unknown 4mm matrixneuro screws were broken. The surgeon used a longer 5mm screws instead. There were fragments generated from the broken screws but they were thrown away. There was a fifteen 15-minute surgical delay. The procedure was successfully completed. This report is for eight (8) unknown 4.0mm matrixneuro screws. This is report 1 of 1 for complaint (B)(4).